Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a dexcom g7 experienced pairing failure when entering the sensor code, with the ilet returning to the start sensor screen and the device displaying a bluetooth version of 0.0.0; the serial number provided was (B)(6), and troubleshooting and education were completed with plans for replacement while blood glucose remained unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included customer support troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction affecting bluetooth functionality that prevented successful cgm pairing to the ilet. It was concluded that the cause was a device malfunction affecting connectivity.